Event description:
The customer contact reported an adverse event while the pump was in use. At approximately 1130, the pump was programmed to deliver morphine 1mg/ml, with a 2mg pca dose, a 10 minute patient lockout, and 12mg one hour limit. The customer contact reported "at around 2000, the nurse discovered that the patient was unresponsive and very sedated." The patient was treated with an unspecified number of doses of narcan and oxygen via nasal cannula. After an unspecified length of the time, the patient could be aroused. There were no reported adverse patient sequelae. The pump was removed from clinical service. The customer contact stated, "it was not a pump malfunction." It was determined by the user facility that the pump was programmed correctly and delivered as programmed. The customer contact also stated, "it was a matter of the patient getting too much medication, cumulatively." Though requested no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The history was downloaded at user facility. Review of history indicated in 2006, at 1129, device powered on & cca adult standard care area selected. Pump programmed in pca only mode, morphine 1mg/ml vial confirmed, 2mg pca dose, 10min pt lockout & 12mg 1hr limit. Between 1129 & 1234, door locked 4 times & opened 3 times. At 1240, there was a 2mg pt initiated delivery. At 1241, there were 3 unmet pt demands. Between 1302 & 1317, there were two 2mg pt initiated deliveries. At 1322, there were 2 unmet pt demands. At 1335 door opened, 6mg shift total cleared & door locked. Between 1337 & 1405, there were two 2mg pt initiated deliveries. At 1406, there were 3 unmet pt demands. Between 1423 & 1444, there were two 2mg pt initiated deliveries. At 1446, there were 2 unmet pt demands. Between 1502 & 1640, there were seven 2mg pt initiated deliveries & 5 unmet pt demands. At 1651, there was 0.1mg partial pt initiated delivery. At 1654, door opened; there was check vial & check syringe alarm. At 1655, there was check syringe, check injector alarm, morphine 1mg/ml vial confirmed, device settings retained & door locked. At 1700, there was 1 unmet pt demand. Between 1706 & 1715, there was a 2mg pt initiated delivery & 1 unmet pt demand. Between 1955 & 2008, door opened, there were 3 door open alarms & device powered off. Device powered on at 2033, device settings retained & door locked. At 2103, 24. 1mg shift total cleared & device powered off. Review of history indicates device delivered as programmed.